Event description:
It was reported that before use, a few minutes after switching on the cs300 intra-aortic balloon pump (iabp) alarm code 7 appears. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info: e1(event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) evaluated the unit and resolved the issue by cleaning the grill and air ducts for cooling fan. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.